Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 200 mg/dl. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned and a replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.